Event description:
A pt reported blood glucose results of 113 mg/dl with a lifescan meter and 65 mg/dl on a laboratory device, performed within 10 minutes of eahc other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.